Event description:
The pt was implanted with an ams miniarc sling on (B)(6) 2009. It was reported that pt experienced pain, suffering, disability, and impairment.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.